Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A transesophageal echocardiogram (tee) was performed which showed no evidence of thrombus and showed appropriate anatomy for laa closure. The transseptal puncture was performed and a watchman truseal access system (was) was then positioned in the laa. A 27mm watchman flx laa closure device and delivery system (wds) was then advanced into the was and deployed. Multiple recaptures were performed until the closure device was in an appropriate position. The release criteria were met and the closure device was successfully implanted. The patient was started on 75mg plavix post procedure. At the patient's 45-day follow up tee, a thrombus was discovered on the face of the closure device. The patient was started on 5mg of eliquis.